Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing charging issues with the battery. Database analysis revealed no anomalies. It was unknown if there was malfunction. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing charging issues with the battery. Database analysis revealed no anomalies. It was unknown if there was malfunction. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing charging issues with the battery. Database analysis revealed no anomalies. It was unknown if there was malfunction. The patient will undergo a revision procedure wherein the ipg will be replaced.